Manufacturer narrative:
Occupation: other, senior counsel, litigation. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to, filter tilted and perforated the vena cava. The device was not returned for analysis. The reported ¿filter-tilt and inferior vena cava perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported events. According to the IFU, which is not intended as a mitigation of risk, ¿possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review, the reported tilt and perforation could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. It is unknown whether the tilt contributed to the reported perforation. Due to no lot number being provided, a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilted and perforated the vena cava. Information received per the medical records indicate that the patient has a history of morbid obesity, venous insufficiency and hypertension. Information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava and filter tilt. The patient became aware of the reported events approximately twelve years and three months after the index procedure. The patient also experienced fear.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of morbid obesity, chronic venous insufficiency, hypertension, hepatitis, left total knee arthroplasty, right lower extremity surgery and left upper extremity surgery. The indication for the filter placement was reported to be as prophylaxis prior to planned gastric bypass surgery. The filter was implanted via the right groin and placed in an infrarenal position. The patient is reported to have tolerated the procedure well. More than twelve years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed a filter in situ whose position was unchanged from an earlier study two and a half years earlier. Approximately two months later, the patient underwent another CT scan that revealed that the filter had tilted with its apex against the wall of the inferior vena cava (ivc). Filter struts had perforated the ivc and were associated with a 3mm mesenteric perforation. There was no evidence of fracture, migration or stenosis. The patient further reported having experienced fear associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc and mesenteric perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Information received per the medical records indicate that the patient has a history of morbid obesity, chronic venous insufficiency, hypertension, hepatitis, left total knee arthroplasty, right leg surgery and left arm surgery. The filter was implanted two days prior to gastric bypass surgery. The filter was deployed via the patient's right groin. It was placed below the level of the renal veins and above the bifurcation. The patient tolerated the procedure well. Approximately twelve years and three months after the index procedure a computed tomography (CT) scan of the abdomen and pelvis was performed. Results noted the inferior vena cava (ivc) filter remained in place. It appeared unchanged in its position compared to a study 2.5 years prior. Other finding, degenerative disc disease of the lower lumbar spine. Approximately twelve years and five months after the index procedure an additional CT scan review noted the filter was tilted with the apex against the wall, there was also a 3 mm mesenteric perforation. No fracture, migration or stenosis. Information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava and filter tilt. The patient became aware of the reported events approximately twelve years and three months after the index procedure. The patient also experienced fear related to the filter.